Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00559. This report is being submitted as additional information. The referenced report of thrombus from (B)(6) 2017 is covered under medwatch MFR report # 2916596-2017-01261. (B)(4). Approximate age of device ¿ 1 year and 5 months. Manufacturer's investigation conclusion: the report of thrombus cannot be conclusively determined. The reported elevations in power/estimated flow, as well as pi events, were confirmed via the submitted log files. A specific cause for the elevated ldh cannot be conclusively determined. Log file (B)(4) contained approximately 9 days of data, spanning from (B)(6) 2018 at 21:41 to (B)(6) 2018 at 8:34, and captured elevated pump powers and estimated flows. 92 pi events were recorded over the duration of the log file. Log file (B)(4) contained approximately 10 days of data, spanning from (B)(6) 2018 at 12:29 to (B)(6) 2018 at 8:15, and captured an elevation in pump power and estimated flow, which began on (B)(6). A no external power alarm was captured on (B)(6) at 20:56 when both power cables were disconnected from a power source. The absence of external power to the system led to the activation of the emergency backup battery (ebb) until power was ultimately restored. Additionally, 103 pi events were recorded over the duration of the log file. A specific cause for the change in pump parameters cannot be conclusively determined. Pi events are examples of routine events and do not appear in the alarm history. Pulsatility index (pi) is a calculation related to the amount of assistance provided by the pump. Pi values typically range from 1 to 10. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). The hm ii lvas IFU lists hemolysis and thrombus as adverse events that may be associated with the use of the hm ii lvas and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided. The IFU explains how to safely disconnect and connect the power cables when exchanging power sources and warns that at least one system controller power cable must be connected to a power source at all times. The document describes all alarm conditions, as well as the appropriate actions to resolve each alarm. Additionally, the IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pi events and potential causes are discussed in the hm ii operating manual. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was hospitalized for fluid overload, low inr, and atypical chest pain. Chest pains resolved with diuretic. Inr responded to heparin bridging. Ramp echocardiogram and CT angiography showed a small mural thrombus and a thrombus in the outflow graft, and that flow was primarily through the aortic valve. The thrombus was not changed from (B)(6) per cta of the chest. The patient's lactate dehydrogenase (ldh) elevated into the 700's u/l. It was unclear whether symptoms were related to the small thrombus or the patient¿s dietary indiscretions. The patient has continued to work and denied chest pain. Fluid status has improved. The patient¿s last inr was 3.0. The ldh was 742 u/l. Compliance has not been consistent. No additional information was provided.